Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported unspecified low sensor scan results in comparison to unspecified readings from a Competitor Brand Meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced nausea, vomiting, and was unable to self-treat due to the symptoms. The customer was seen in a hospital, where a healthcare professional administered insulin (type/dose unspecified) three times as treatment for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.